Event description:
It was reported that"inaccurate cgm values" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).